Manufacturer narrative:
Vyaire file identification: (B)(6). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that when booting up the vela ventilator, it did not seem to ventilate. It alarmed "occlusion" or "disconnect" and the test lung did not inflate during the est/uvt (extended systems test/user verification tests).

Manufacturer narrative:
Device evaluation: g3, g6, h2,h3, h6 and h10 result of investigation: vyaire medical was unable to duplicate the issue - when booting up the unit, it did not seem to ventilate. It alarmed "occlusion" or "disconnect" and the test lung did not inflate. Vela pcba was visually inspected and found no signs of misuse or damage. Pcba (printed circuit board assembly) was then installed on to a known good vela test fixture and connected unit to ac power. Unit was powered into user mode, where the unit would ventilate normally. It allowed the unit to cycle for a total of 1 hour. No issues were seen after ventilation time. Cycled the power into service mode and reviewed of the events log, showed alarm circuit disconnect, low pip, low ve and xdcr fault have occurred (2, 0, 1365). Transducer calibrations were also performed and they they were all successfully calibrated.